Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw their physician (B)(6) 2019. It was determined that the ins battery had died due to "normal use." The battery was recharged and functioned properly. The patient reported that "settings not available" screen was caused by a "dead contact" on one of the implanted leads. The manufacturer representative reprogrammed the stimulation around the dead contact. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the issue was not determined. No further complications were reported.